Event description:
A report was received that the patient was burned while charging his ipg. The patient's symptom was red marks on the skin. The patient did not seek any medical treatment for the burn. The physician was contacted, and did not have any information available for this patient.